Manufacturer narrative:
A photo of the reported product was provided, which appeared to indicate that the tracheostomy tube size (inner diameter) was correctly labeled on the neck plate and the packaging as 4mm. However, on the pilot balloon, the tube size was labeled as 3.5 mm. The investigation of batch records and remaining stock at the distributors shows that all other products of this batch are labelled correctly. In addition, no other complaint regarding this mislabelling error has been received. There is a strong indication that this is a one-off case, caused by a mix-up of a pilot balloon in the assembly process. This process has been modified to prevent future occurence.

Event description:
Tracheostomy tube tracoe silcosoft with size 4.0 printed on the wing and package labelling, but a different size 3.5 printed on the pilot balloon. The size on the balloon is wrong.